Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the touchscreen became cracked and no longer functional. There was no impact to customer's blood glucose level. Customer indicated they have back up injections for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. Functionality cannot be verified due to the severity of the observed damage. In addition, a different issue was also found.